Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 1.1 pocket d5 was showing as not on bus, despite no pocket being physically loaded. A field service engineer (fse) performed a recovery and unloaded the pocket per standard procedure, restoring normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3nw, a drawer failure occurred. The user attempted to troubleshoot and fix the drawer, but the error could not be cleared and the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.